Event description:
The manufacturer's representative reported the pt was experiencing a "drug withdrawal episode." The pt was seen in the emergency room and given intravenous medications for the drug withdrawal. The pt had not had a recent change in the programming and the last refill had been a month previous.